Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the ipg had flipped. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the ipg had flipped. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the ipg had flipped. The patient will undergo a revision procedure wherein the ipg will be replaced.